Manufacturer narrative:
Investigation is pending the return of the device to determine a root cause.

Event description:
User reported that the safe flow level was not triggered when expected during the pre-bypass check, and the pump did not ramp down as intended. There was no patient harm.

Event description:
User reported that the safe flow level was not triggered when expected during the pre-bypass check, and the pump did not ramp down as intended. There was no patient harm.

Manufacturer narrative:
Investigation determined that the level sensor did not respond as expected due to internal mechanical damage that resulted in the circuit remaining open. The device was scrapped to prevent further use.